Manufacturer narrative:
Device used for treatment, not diagnosis. An explanted synpor smooth titanium reinforced fan plate, 1.5mm thick was returned to synthes along with accompanying screws on (B)(6) 2013. It was decontaminated via an autoclave for further review and analysis. The device was reviewed by product development for the following: conformance to the design specifications for construction through visual inspection: it was determined that the explanted device conformed to the specification of construction (i.e. Titanium mesh laminated between a porous and smooth polyethylene sheet). Integrity of the implant through visual inspection and manual manipulation: the integrity of the implant did not appear to be compromised. There was no evidence of delamination, fracturing or separation of the polymer from the rest of the implant. Review of inspection records for the raw materials used in construction: the raw material inspection records confirmed that the implant was manufactured from the specified materials ((B)(4)). The adverse event report was related to soft tissue inflammation (redness and puffiness in the orbit). Since this is a biological in vivo reaction, it is not possible to reproduce the event ex vivo or in vitro with the returned device. Thus the specific failure mode and mechanism cannot be determined. It also cannot be determined if the adverse event was attributable to the device. Date of event is unknown. Initial report indicated "(B)(6) 2012".

Event description:
Patient was implanted with synpor smooth ti reinforced fan plate and screws on (B)(6) 2012. Surgeon diagnosed patient with redness and puffiness in the orbital synpor implant region. Patient was returned to the or on (B)(6) 2012 for removal of hardware. Surgeon removed the plate and three 4mm screws. There was no reported evidence of infection. The surgeon replaced the implant with a synthes titanium orbital floor plate. This is 2 of 4 reports for the same event.

Manufacturer narrative:
Device was returned to synthes on (B)(4) 2013. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system.

Manufacturer narrative:
(B)(4). Additional narrative:device was used for treatment.without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.note: blank fields on this form indicate information that is unknown, unavailable or unchanged. (B)(4): placeholder.